Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets on boot up) has been confirmed. As received, the monitor would not powering on properly. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.